Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the vessel sealer instrument cracked near the wrist and pieces fell inside the patient. The fragments were retrieved successfully during the same surgical procedure. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: the reported issue took place on (B)(6) 2024, during an adrenalectomy procedure. The batch/lot number of the suspected vessel sealer instrument is k10230923. The instrument was inspected prior to use, with on issues found. The surgeon was dissecting unspecified tissue when the reported event occurred. Upon inspection it was found that the reported fragments were the white dissolvable substance that is typically in the joint of the instrument. There were no issues with instrument functionality. There were no instrument collisions. The instrument had been removed before the reported issue occurred, with the wrist straightened upon removal. There was no resistance felt upon removing the instrument. There was no damage to the instrument or cannula found. The fragments were removed via suction. The abdomen was checked and no additional fragments were found. There were no additional procedures performed. The procedure was completed robotically, with no reports of patient injury. There were no post-surgical complications.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was returned for failure analysis. Visual inspection did not reveal any damage to the wrist. The instrument did not have an excessive amount of krytox lubricant. No product issue was identified. The lever was missing from the proximal ending. .